Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump shut off after a weak battery alarm occurred. Customer's blood glucose was 170 mg/dl at the time of incident. The customer also reported a blank display on the insulin pump. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting did not determine if the customer retrieved the display. Customer declined to return the insulin pump for analysis.